Event description:
It was reported that during a lap chole procedure, the device jammed and would not fire. A second and third device was opened and the same thing occurred. A fourth device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Instrument a: jaw/cam; instrument b: batch # e9fh68, jaw cam.eval summary: the analysis results found that the el5ml device a was rec'd with one of the jaws disengaged from the cam ramp. This condition would not allow the jaws to collapse in order to form the clip. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the device b was rec'd with the jaw and cam ramp disengaged. The deivce was fired and seven clips were ejected due to the jaw/cam interface being disengaged. This condition would not allow the jaws to collapse and the device jammed and would not fire. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. E9fh68. The analysis results confirmed that one el5ml device c was rec'd in good visual condition. The device was cycled, fed and formed the remaining nine clips within mfg specs. No jamming issues were noted during testing. The device locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.